Manufacturer narrative:
Corrected data: a1 a5a a5b. Updated data: h6 conclusion: the valve remained implanted; therefore, it was not returned to medtronic for analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other potential factors. In this case, the image review indicated that the nose cone interacted with the inflow of the valve and caused the dislodgement. Thus, the root cause is not due to this valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review of the event. The patient¿s executive summary was not provided for anatomical review. The media file shows an evolut implanted in a previously implanted surgical aortic valve of unknown size and type. Multiple recaptures were performed to implant the valve. The valve was deployed and appeared be stable. Evidence supports that during removal of the delivery catheter system (dcs), the nose cone interacted with the inflow of the valve which resulted in aortic dislodgement. Subsequently, a second valve was implanted. There is evidence of a post implant dilatation after the second valve implant with adequate expansion observed. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include but are not limited to prosthetic valve migration/embolization. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18x40 mi llimeter (mm) balloon. Post-implant bav was not performed. The deployment starting point was at the middle of the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 2mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following dislodgement, the valve was positioned at 2mm on the ncc and 3mm on the lcc. It was noted that a non-medtronic (lunderquist) guidewire was used during the procedure.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop23-29; product lot/serial number (B)(6) ; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, once the valve was released and was positioned in the implant projection, angiographic control was being carried out when the valve dislodged into the ascending aorta. The patient had adequate hemodynamic stability. A second valve was implanted transcatheter aortic valve (tav)-in-tav. No additional adverse patient effects were reported.